Manufacturer narrative:
Findings: motor error alarm during basic occlusion test due to loose flush drive support disk. The motor was tested outside the device and passed. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 191 mg/dl at the time of the call. The customer was assisted with the issue and found that all their basal and bolus settings were lost. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.